Event description:
It was reported that the key pad on the insulin pump was not working. Customer stated that the buttons on the insulin pump were unresponsive. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.